Event description:
The service report indicated a loss of peep pressure on the analog and digital read out, when there still was pressure in the test lung. The co's customer support engineer (cse) verified the reported condition. The cse inspected the device and replaced the autozero solenoid. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.